Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Loss of power occurred while running error was found in event history log. The customer's reported problem was verified. Error code "42224" was found in the event history log. The root cause of the reported issue was malfunction main panel board. Actions were taken to mitigate the reported issue: the pump's micro processor board will be replace.

Event description:
It was reported that the device was presenting with error 42224. No patient injury was reported.